Event description:
It was reported that the patient's first implant battery only lasted 16-17 months. Information received from the hcp reported that after trying to adjust programing to get better coverage, the hcp decided to replace the system. Nothing wrong with the system was noted, but it was replaced with good results.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; programmer: model 37743, serial# (B)(4).